Manufacturer narrative:
This complaint was not initially flagged as a potential MDR, so it will be submitted past the 30 day window.

Event description:
The customer stated, that her blood glucose was tested using her elite meter and her doctor's meter (type/brand unknown). The elite read around 200 mg/dl, while the other meter read around 90 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot and stated that she just wanted a replacement meter. A new contour meter kit was sent to the customer.